Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the event of failure to capture was not confirmed. A complete lead was returned in one piece. X-ray examination found the inner coil was over torqued. Visual examination found twisted insulation and partially extended helix. The specification and electrical examination found no anomalies. The cause of the helix mechanism issue was due to the blood and tissue clogged helix and an over torqued inner coil.

Event description:
It was reported that a patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the right-ventricular (rv) lead exhibited failure to capture, and the helix exhibited failure to extend. As a resolution a near at hand replacement was implanted instead on (B)(6) 2024. No patient consequences were reported, and the patient was stable.